Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of material stuck to the catheter tubing was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 7fr d/l hickman chronic catheter. Light usage residues were observed and sutures were tied around the catheter tubing near the distal end. The catheter terminated 36cm from the molded joint. Clear material was observed adhered to the catheter surface 36cm from the molded joint. Microscopic inspection of the clear material revealed it to be clear silicone adhered to the catheter surface. Attempts to remove the material were unsuccessful. The material resembled the silicone used to bond the inner lumen to the intermediate tubing. The observed material appeared consistent with the silicone adhesive used during device construction and was likely deposited during device manufacture. Manufacturing review: the sample was evaluated visually without the help of any magnification instrument and the reported defect could be observed immediately. In addition to this, a tactile evaluation was performed with protective gloves and the presence of the foreign matter was felt immediately. The reported condition was observed with magnification and the lump was easily identified. Visual inspection with magnification showed lumps that are consistent with what an excess of medical adhesive looks like. The adhesive lump was observed at approximately 5" from the distal end of the catheter. The root cause is associated to an excess of medical adhesive that attached to the device during the manufacture of catheter.

Event description:
It was reported by the facility that a foreign body was stuck to an area about 10 cm long in the catheter. It allegedly had a white or transparent coloration. Fearing the risk of thrombus formation, the operator did not use the catheter on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huau1224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that a foreign body was stuck to an area about 10 cm long in the catheter. It allegedly had a white or transparent coloration. Fearing the risk of thrombus formation, the operator did not use the catheter on the patient.